Event description:
On an unknown date, this pt underwent treatment with a gore excluder aaa endoprosthesis. Two years later on an unknown date, the pt presented with thoracic pain. A computed tomography scan taken on (B)(6) 2012 identified a thoracic aneurysm and a proximal type I endoleak. It was reported the device migrated distally approx 15 mm; however, the location of initial implantation of the device is unk. No other adverse events were reported. The physician is monitoring the pt.

Manufacturer narrative:
Method - further info was requested but not available. As part of the investigation of this event, an imaging eval has been completed. From the images provided, the device appears to be approx 15mm distal to the lowest renal artery, and the distal end of the device appears to be at the level of the distal end of the aneurysm. A proximal endoleak was identified on the images; however, the origin is unk. Further, there appears to be a distal type I endoleak. As images were received for only one time point, device migration and aneurysm enlargement cannot be confirmed with the available images. Because only one time point is available - cannot confirm the presence of a thoracic aneurysm prior to device implant. Review of the mfg paperwork associated with the gore excluder aaa endoprosthesis could not be performed as the lot numbers were not available. Please be aware that the gore excluder aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration. With info provided, gore was unable to determine the root cause of this incident.